Event description:
Info was received that this left ventricular (lv) lead was not working. The physician requested specifications due to possible replacement of the lv lead system. Further info was provided that the pt underwent a revision procedure as the lead was non-functional. It was observed that the "lead was found cut in the pocket." The lead was surgically capped and abandoned. No adverse pt effects were reported.